Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus moved too freely. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was evaluated and found with a camera instrument adapter defect. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found damage to the button pack assembly. A visual inspection confirmed hairline crack on enter button exhibiting damage of the led button pack assembly. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend. The probable root cause is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing.

Event description:
Refer to h11 for follow-up information.